Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP stated device shows repair required. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation observed the pca burn. The customer complaint was reproduced. There was one error code has been identified. The device was scrapped.